Event description:
It was reported that this right ventricular (rv) lead exhibited lead dislodgement. This rv lead was explanted, replaced with same model and will not be for returned. No additional adverse patient effects were reported.